Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000080837.

Event description:
It was reported the patient had a lead fracture, and as a result lost effective therapy. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective therapy was restored post-operative. Investigation was unable to determine which of the lead attributed to the event.